Event description:
Received lap band system port with voluntary medwatch 3400020000-2007-002. Voluntary medwatch sent from facility reported as: "defective lap band removed from pt (patient) and replaced w/a (with a) new lap band." "The thick portion of the tubing as it came out of the port had become totally sheared in half, disrupting the tubing."

Manufacturer narrative:
Received voluntary medwatch 3400020000-2007-0002. The access port was received without the access port connector tubing attached. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Analysis of the device noted damage from a sharp instrument to the port tubing (this is the portion of tubing located between the stainless steel connector and the port, not the stainless steel connector and the band.) There was no indication of wear related damage to the portion of the lap-band system returned. Performance tests indicate no leakage at the access port. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."